Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28163, 2017865-2021-28164, 2017865-2021-28165. It was reported that a patient presented to the clinic on (B)(6) 2021 with a pocket infection. The patient's entire system, including their implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and left ventricular lead were explanted on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Analysis was normal. No anomalies were found.